Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and when inserted into the sheath it became stuck. Additional information received on (B)(4)2010 stated "the insertion took place in the cath lab. The cardiologist was unable to pass the catheter through the armoured sheath. The balloon was removed and then the sheath was removed. They then tried to insert the secondary sheath but were unable to insert the sheath. Then a datascope 40 cc balloon was inserted instead. The patient remained stable throughout."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.